Event description:
Information received indicates the left foot siderail doesn't stay up.

Manufacturer narrative:
The technician found that the siderail latch was dirty. He cleaned the siderail latch mechanism and the siderail is not functioning properly.